Event description:
It was reported to medtronic minimed that the customer experienced short battery life and battery lasted for 2 weeks; back of the pump was worn out, belt clip pop off, top of the retainer ring is worn off, there were scratches on the screen, click on bolus and carb settings there was a delay on the keypad; the pump screen was scrolling without input, received a battery failed alarm. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed. Instructed the customer to revert to the backup plan as per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the sleep current test, active current test and self test. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. The first battery interval only lasted two days indicating low battery life, however, subsequent battery lasted 20 days indicating pump is working as intended and previous battery was potentially faulty. No failed battery tests noted during testing and were not found in the history files or traces. All buttons on keypad worked as expected. The pump was cut open to perform visual inspection and found no evidence of moisture damage or physical damage to the electronic stack or motor. The following were noted during visual inspection: scratched case, broken belt clip rails and pillowing keypad overlay damaged retainer ring was not confirmed during analysis. Damaged display window/cover was not confirmed during analysis. Cosmetic damage to the back of the pump was confirmed with broken belt clip rails during analysis. Failed battery test was not confirmed during analysis. Unresponsive keypad was not confirmed during analysis. Battery lasts less than expected was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.